Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a capio open access suture capturing device, the needle fell out of the carrier during deployment. The needle was removed from the patient. The procedure was completed with a different device with no complications to the patient, who was reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device revealed that the carrier fractured. The cause of the fracture cannot be determined.